Event description:
Navilyst medical was notified via an mhra adverse incident report of an event at a hospital in (B)(6). During a procedure to place a 4f PICC, the guidewire became uncoiled in the cephalic vessel of the patient. The wire did not fracture a was able to be removed in one piece. There was no injury to the patient. Additional details were obtained through navilyst medical's distributor in the (B)(6): the device was being placed by a "PICC placer who was learning to place piccs." The procedure was done bedside, without the use of fluoroscopy. The problem occurred when the wire was being removed from the peel-away sheath. Removal of the wire was done gradually over a 20 minute period, as a portion of the wire was stuck. The guidewire sample has been received and will be forwarded to the guidewire manufacturer for evaluation.

Manufacturer narrative:
The guidewire involved in the reported event has been returned to navilyst medical and is in the process of being returned to the guidewire manufacturer for evaluation and completion of a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).